Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician replaced the power board to address the reported issue and shipped the defective component to carefusion for failure analysis. Failure analysis: carefusion was able to verify the reported issue. During initial bench testing with a golden testing ventilator, the unit would not start up on the external ac power source or the internal battery power source. Visual inspection and investigation found the power board¿s f1 fuse had over heated and blown. This issue is what caused the ventilator to not function on both power sources. Carefusion scrapped the power board after failure analysis.

Event description:
It was reported to carefusion that the power board had blown a fuse and would not charge the battery or turn on. While in service, it was discovered that the defective component had overheated. Carefusion reached out to the customer to confirm if there was any patient involvement associated with this complaint along with additional questions for additional information, the customer responded stating that is it unknown. Carefusion tried a second time and did not receive a response.